Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that the ultrafiltration (uf) treatment time changed on a fresenius 2008t hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programed to a uf goal of 3000ml and treatment time of 3 hours, however, during treatment, it was noted that the machine defaulted to a uf goal of 3000 and treatment time of 1.5 hours. The pdrn stated that no adjustments were made to the original uf settings using the up/down arrows to adjust the uf goal and treatment time. The uf was not turned off at all during treatment. The patient was able to successfully complete treatment on the machine and the correct amount of fluid was removed from the patient at the end of treatment. The patient¿s pre and post weights were as expected and the same scale was used for both readings. The patient did not eat or drink at all during treatment. The patient vomited while having treatment, and a standard saline solution (unspecified amount) was administered. Additional patient and treatment details were not provided. Per the clinical manager, the machine was returned to service and no parts were replaced or machine repairs made.

Manufacturer narrative:
There is a possible causal relationship between the patient event of vomiting during hd treatment on the 2008t machine and the uf removal volume and rate reportedly being faster than originally programmed at the start of the treatment which resulted in normal saline administration. However, there are no treatment records provided for this event and the machine was put back into service with no repairs or parts replaced. It is unknown if the biomedical technician in the hd clinic completed the uf problem identification procedure as instructed by technical support. It is also unknown if this patient has a history of vomiting during treatment. The patient¿s vital signs are not available. Based on the available information the cause of the vomiting episode cannot be concluded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: type of reportable event, corrected this to serious injury.